Event description:
According to the reporter, during the laparoscopic roux-en-y procedure, the jaws of the clip applier simply would not close around the tissue so the physician never fired the device. To complete the procedure, a new clip applier was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.